Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that for the past week, the customer had been experiencing elevated blood glucose (bg) levels, up to 400 mg/dl. The customer has taken correction boluses via the pump, set a temporary basal rate, and has taken manual injections. The customer stated that bg level is not responding to boluses from the pump, but lowers with manual injections. A recommendation was made for the customer to consult with their healthcare provider regarding bg levels.